Event description:
Pt implanted with lcp condylar plate, screw and cables for a comminuted midshaft right femur fracture. Pt experienced postop breakage of the plate, a broken screw head and two loose cables. Hardware was removed. Pt was revised to a larger plate, along with screws, cables and possible allograft strut. This is the 4th of 4 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Pt will retain hardware. Device will not be returned to synthes for investigation.